Event description:
The customer reported that the alarm does not sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the efficia cm10 indicating that "the alarm will not be allowed to ring." The device was not in clinical use at the time of the event. No adverse event occurred. The following functional tests and communication were performed: the philips response service engineer (rse) spoke to the customer and confirmed the issue that the "alarm does not sound". A rse determined that alarm settings need to be change and instructed the same to the customer which resolves the issue. Based on the information available and the testing conducted, the cause of the reported problem was a settings issue. The reported problem was confirmed.